Event description:
Per the customer there was a case with less then 20 ml of blood loss in a half full canister. They mentioned the surgical team highly doubted that result and the provider wouldn¿t use the number. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.